Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was not reviewed as the device serial number remains unknown. Based on the available information, a definitive root cause could not be determined. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information that a patient with a 23mm aortic pericardial valve underwent a valve-in-valve procedure due to unknown reason. A non-edwards valve was implanted in replacement. The device was not returned for evaluation as it remained implanted. Detailed information including model, serial number, implant duration, the patient information, the patient status, reason for valve-in-valve intervention, causality between the event and the device was not provided by the customer.